Manufacturer narrative:
Other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device had a broken right plunger head case and a cracked battery door. Functional testing was performed and was unable to replicate the reported complaint. The complaint was not confirmed. The root cause was unable to be determined. The plunger assembly, battery, and battery door were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited primarily audible alarms (paa) following a 1.6.5 update. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.